Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging there was no power to the pump. No further information was provided. Animas customer technical support made several attempts to contact the reporter to follow up for further information; however, the reporter did not respond to animas requests. Arrangements for product return/replacement have not been made at this time. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue of no power to the pump remained unresolved at the time of this report.